Manufacturer narrative:
Update: the devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4). Reason for original complaint. -maude event report (B)(4) states: I have a depuy pinnacle device and have had problems almost from the beginning. I have been seen multiple times and have had f/u tests. I am consistently told my pain is soft "soft tissue". I have good days and not so good days. I have never been completely pain free. I still have the same groin pain that I started with. I have had days where walking is difficult. I have only missed a few days of work because I was made to feel like it was all in my head. Last fall, I insisted on having the metal tests and was high in cobalt. My doctor said yes it is high but not high enough to worry at this time. X-ray showed some loosening, but this can be normal. I just want to know if I should worry more than I already do. Is it safe to keep device in my body if metallosis is gonna get worse. My level was 5.7. I do not relish the thought of another surgery but I worry about further damage. It is very difficult to do my job as a nurse when my mobility is limited. I feel like something is just not right and have for several years. I am looking for answers. I had a radiologist come to me and tell me he thought I was having the metal problem before the recall of the asr. My problems may not be as extensive as some, but they are frustrating and worrisome.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for lot codes 1930406 and 1906443 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.